Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to an implant procedure, while the device was still inside the box, the device was not able to be interrogated and an error message displayed. The device was not implanted did not have contact with the patient.